Manufacturer narrative:
After multiple attempts to obtain the product back, therakos' did not receive the product back for evaluation, hence, this case will be closed. I f additional information is received or the product is received for evaluation, an investigation will be conducted and a supplemental report will be sent. Service order ((B)(4)) was completed: service engineer cleaned instrument and performed the system checkout procedure successfully. Investigation complete. (B)(4).

Manufacturer narrative:
System was used for treatment. Kit lot e337 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category pressure dome membrane leak and no trend was detected for this category. Service order feedback is still pending at the time of this report. A supplemental report will be sent once the service order feedback has been received. This assessment is based on information available at the time of the investigation. At the time of this report, the product has not been received, hence investigation is still in progress. A supplemental report will be sent once investigation is complete. (B)(4). Device not received for evaluation.

Event description:
Customer called to report system pressure dome leak during treatment procedure. Customer aborted the procedure with no return of blood/products to patient. Customer stated no one was injured or splashed with fluids and that there were no alarms at any time during the procedure. Customer stated pressure dome is still connected to the transducer and blood leaked from the bottom. Customer stated patient is fine. Service was dispatched. Customer will return kit for investigation.